Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-06016. Related manufacturer reference number: 2017865-2021-06017. Related manufacturer reference number: 2017865-2021-06018. It was reported that the patient developed a pocket infection. The implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, and atrial lead were explanted and replaced. The patient was stable post procedure.